Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgment. The lead was stuck in the valve and upon attempted removal, the lead broke at the tip.